Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door three was intermittently failed. The field service engineer (fse) performed all greasing procedures and tightened all electrical connectors within the cabinet, then tested the doors operation using the hardware test application self test. The fse verified proper operation through the hardware test application self test, confirming that the door was functioning correctly at the time of inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had door failure.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.